Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, link, anterior cuff, and anterior needle were not returned. Without the return of these components, the scope of this investigation was limited. Inspection revealed a needle strike mark at the posterior foot and a bent posterior needle tip. This is consistent with the posterior needle striking the foot instead of engaging with the posterior cuff inside the posterior foot pocket. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior needle striking the foot during needle deployment, resulting in the posterior cuff miss, is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Info received indicates there is no function control on the left siderail due to the inter-cable assembly being cut and copper wires were exposed.